Event description:
Additional information received from a manufacturer representative reported that another out of regulation (oor) message was displayed. "???" Was displayed when impedances were measured on (B)(6) 2017. Impedances were tested again and they were within normal limits on the left side. High impedances were measured on electrode pair 8-9 on the right side. The implantable neurostimulator (ins) was reprogrammed to use electrode 8 which gave the patient the best therapy. The patient did not feel any negative symptoms when the oor was displayed. The oor message was cleared after the ins was turned off and on, but the message reappeared after several days due to no external reason.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40, lot# 0208208594, product type: lead. Product ID: 3389-40 lot# 0208208600, product type: lead. Product ID: 3708660, serial# (B)(4), product type extension. Product ID: 3708660, serial# (B)(4), product type extension.

Event description:
Additional information received from a manufacturer representative reported that no additional troubleshooting was necessary. The I mplantable neurostimulator (ins) was reprogrammed by the nurse. Stimulation was changed to use electrode 9 instead of electrode 8 that was not working. No further actions were taken and the patient was receiving good therapy again.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) was keeping the patient under observation to see if the out of regulation (oor) error appeared again. Troubleshooting would probably be done under operation, but the manufacturer was not sure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that a troubleshooting revision was done due to high impedances being measured on electrode eight and the implantable neurostimulator (ins) being at end of service (eos). The hcp was not able to resolve the high impedances so the revision was done. During the revision, the hcp found the right extension was broken. The cause of the broken extension was normal use. The extension was replaced and the issue was resolved. The patient had parkinson's disease for 10 years and their implantable system for 3 years. The patient was alive with no injury and they were doing okay.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3389, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that an out of regulation (oor) error message was displayed and they had been feeling a little dizzy lately. After clearing the message, the implantable neurostimulator (ins) battery was okay. When the ins was checked, high impedances were measured on all electrode combinations with electrode 8. Impedances were measured to be normal on the left side. The patient recently had a knee operation in (B)(6) 2017 and they had also been holding a robotic mower in off mode against their chest and ins. The ins battery level was measured to be 2.95v. The ins was programmed to 0+, 1-, 2- at 2.35v, 70 usec, and 170 hz on the left side and programmed to 8+, 9-, 10- at 2.35v, 60 usec and 170 hz on the right side. The ins was going to be reprogrammed to use electrodes other than 8. The patient was implanted in (B)(6) 2014 due to parkinson's disease. The leads were placed in the subthalamic nucleus. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.